Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due right atrial (ra) lead noise. Upon review, atrial lead measurements were all within normal limits however there were several stored atrial tachy response (atr) episodes and a single signal artifact monitor (sam) episode with oversensed noise, suggestive of a lead anomaly. This ra lead remains in service, and the clinician plans to follow up with the patient. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due right atrial (ra) lead noise. Upon review, atrial lead measurements were all within normal limits however there were several stored atrial tachy response (atr) episodes and a single signal artifact monitor (sam) episode with oversensed noise, suggestive of a lead anomaly. This ra lead remains in service, and the clinician plans to follow up with the patient. No adverse patient effects were reported.